Event description:
The injector flow rate was set for 1ml/sec. After approx 70 ml of contast was injected, the pt felt some discomfort and when cracked, an extravasation was noted. No scan of the arm was done and it is not known how much of the contrast extravasated. Enhancement of the vascular pool and abdominal organs was also noted. The extravasation was treated with warm soaks and elevation.